Event description:
The customer received analyzer alarms and discovered questionable results for ck-mb, troponin I and n-terminal pro b-type natriuretic peptide (pro-bnp) for an unknown number of patient samples. Of the data provided, only the results for the following four patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial troponin I result was 25.00 ng/ml with a data flag. The repeat result on the same analyzer with a 1:10 dilution was 38.43 ng/ml with a data flag. The sample was repeated on cobas e601 analyzer serial number (B)(4) and the result was 25.00 ng/ml with a data flag. The repeat result with a 1:10 dilution was 137.6 ng/ml. The patient was not adversely affected. Patient sample 2 was from a (B)(6) female patient. The initial pro- bnp result was 56.65 pg/ml. The repeat result on cobas e601 analyzer serial number (B)(4) on (B)(6) 2013 was 157.1 pg/ml. The repeat result on the original cobas e601 analyzer on (B)(6) 2013 was 157.1 pg/ml. The patient was not adversely affected. Patient sample 3 was from a (B)(6) female patient. The initial troponin I result on cobas e601 analyzer serial number (B)(4) was 14.83 ng/ml with a data flag. On (B)(6) 2013, the sample was repeated on cobas e601 analyzer serial number (B)(4) and the result was 25.00 ng/ml with a data flag. The repeat result on the same analyzer with a 1:10 dilution was 48.69 ng/ml with a data flag. The patient was not adversely affected. Patient sample 4 was from a (B)(6) male patient. The initial troponin I result was 1.89 ng/ml. The repeat result was <0.300 ng/ml. This patient was heparinized based on the initial troponin I result. The patient had a history of gi bleeds and a cardiac consult was ordered and heart cath scheduled. The customer did not know if the heart cath was peformed or if the patient had any complications based on erroneous result or his current status. The troponin I reagent lot number was 17026101 with an expiration date of (B)(6) 2014. The pro-bnp reagent lot number was 17057403 with an expiration date of (B)(6) 2014. The field service representative could not find a cause. He ran a successful photomultiplier tube (pmt) high voltage adjust and ran successful performance testing, blankcell calibration and precision check results on the affected assays.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.